Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. No product was returned for investigation. The data logs were reviewed and show that there were purge pressure low alarms on the day of the reported purge leak. The clinical report was reviewed finding that sodium bicarbonate was running in the purge. Therefore, the cause of the purge leak was most likely sidearm yellow luer damage due to bicarbonate use. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 22 year old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a leak at the yellow causing low purge pressure and purge system open alarms. A purge bypass was performed. There was no patient harm reported.